Event description:
It was reported by the patient that he underwent an intraocular lens implant with continuous symptoms of blurry vision, double vision, halos around lights, and presbyopia, which effect daily living. In addition, it was stated that the patient has had multiple post operative visits addressing his symptoms. The intraocular lens (iol) is still implanted at the time of the report.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
In follow up it was learned that the intraocular lens was explanted on (B)(4) 2012. It was replaced with another lens and the patient outcome was reported to be very good.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.